Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery packs would not power up the monitor and displayed defective when placed in the charger. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (will not power on monitor or charge) has been confirmed. As received, the batteries would not charge in the charger or power on a monitor. Upon eval, the battery packs did not have an output voltage. The cause for the inability to charger or power on a monitor is the lack of cell output voltage. The root cause for the lack of output voltage cannot be positively identified, but is likely defective cells. No adverse event resulted from the defective battery packs. The pt was issued two replacement battery packs. Sn (B)(4). Additional sn (B)(4). Additional device manufacture date: (B)(4) 2008.